Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator displayed a "check vent: backup alarm failed" error message while the device was being set up for use. There was no patient involvement when the issue occurred. The device did not reach the patient. There was no delay to therapy as the device was immediately removed from service and replaced with another v60 for patient use. A philips biomedical engineer reported that the device was evaluated with the respiratory manager, however the issue could not be duplicated. Biomed reported that the device was connected to a test lung, and tests were performed for an hour; no errors were observed. The device was returned to service.